Manufacturer narrative:
The psa total, cortisol, and psa free reagents lot numbers' and expiration dates were not provided. The root cause was due to damaged pinch tubings. The provided data showed abnormal low signal alarms. The issue was solved locally.

Event description:
We received an allegation about discrepant results for 6 patients' samples tested with psa total assay, 1 patient sample tested with cortisol assay, and 1 patient sample tested with psa free assay on a cobas 8000 cobas e602 module when compared to a different cobas 8000 cobas e602 module. Sample 1 and sample 2 were tested for psa total: sample 1: initial result: 4.08 ng/ml. Repeat result: 9.36 ng/ml. Sample 2: initial result: 1.41 ng/ml. Repeat result: 3.41 ng/ml. Sample 3 was tested for cortisol: initial result: 43.05 ug/dl. Repeat result: 20.73 ug/dl. Sample 4 was tested for psa free: initial result: 0.037 ng/ml. Repeat result: 1.25 ng/ml. Sample 5, sample 6, sample 7, and sample 8 were tested for psa total: sample 5: initial result: 0.165 ng/ml. Repeat result: 9.86 ng/ml. Sample 6: initial result: 0.414 ng/ml. Repeat result: 25.22 ng/ml. Sample 7: initial result: 0.148 ng/ml. Repeat result: 9.36 ng/ml. Sample 8: initial result: 0.089 ng/ml. Repeat result: 3.36 ng/ml. The samples were all repeated on another e602. The repeat results were deemed to be correct. 6 out of the 9 results were reported outside the laboratory. Reportedly, an amended report with the correct results was issued.